Manufacturer narrative:
The product was returned on (B)(4) 2015 for evaluation. The results of the return evaluation were not available for review at the time of this investigation. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
The consumer stated the unit has the stuck button problem.

Manufacturer narrative:
The device was evaluated by the returns department which found that the pcb is defective, the valves are defective, and the controls switch/button is broken.

Event description:
The consumer stated the unit has the stuck button problem.